Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high". Although, a specific value was not given. A manual injection was administered to address elevated bg. Tandem technical support, provided pump reset instructions for the customer. As customer wanted to perform reset on their own.